Event description:
According to a case published in annals of thoracic surgery (2006:81:1499-500), surgeons reported as case of fragile steroid-dependent woman who developed acute intraoperative dysfunction of an aortic prosthetic valve due to use of bilglue surgical adhesive. Specifically the bioglue was utilized to seal the suture line. Reportedly. "Bioglue had been sucked inside the aorta through the suture holes and had actually jammed the valve leaflets. The glue was removed and the valve worked satisfactory." The pt recovery was uneventful, yet the pt subsequently expired two years postoperatively due to unrelated causes.